Event description:
Customer reported the threads where the reservoir goes in are sticking up and she is afraid it might fall out. Customer's blood glucose was 120 mg/dl. Customer stated damage occurred because of everyday use. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window. The device was received cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, and cracked lcd window. The device was received with broken reservoir tube lip.